Event description:
Information received by medtronic indicated that the insulin pump had hardware damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring: clear. Customer reports: cracked case. The p-cap / reservoir locked properly during testing. Per visual inspection: cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Minor scratched display window, case and keypad overlay. Faded serial number label. Unit did not power up after battery installation. Unable to perform displacement test due to blank display. Unit was cut open and electronic stack and motor removed. Per visual inspection it was determined the ingress of water severely corroding and causing electrical shorting at pcba1, pcba2, motor and force sensor flex connector traces. It was determined the ingress of water corroding the electronic assembly and causing electrical shorting was the cause of the blank display. The customer complaint of cracked case was confirmed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.